Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that there was a power issue with the pump. Troubleshooting could not be completed because the pump was unavailable at the time of the call. There were no reported blood glucose excursions. The reporter noted that the battery cap had never been changed, and is original to the pump since (B)(6) 2009. The user guide instructs the user to change the battery cap every three to six months. The reporter was unsure if there was any physical damage to the pump. Customer support was unable to obtain any follow up information. This complaint is being reported because it is unknown if the alleged power issue was resolved.

Manufacturer narrative:
(B)(4): no power issues were observed in the black box. There was no damage found to the battery compartment or cap. The pump was powered on and exercised for 24 hours without power issues. The pump was opened and no power circuit issues were found. Unrelated to the complaint, the keypad was found to be peeling. The keypad buttons were found to be responding appropriately to presses; the keypad was removed and contamination was found under the button contacts.